Event description:
The customer reported that the ventilator alarmed and displayed vent inop data acquisition pcba adc reference failure. There was no patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information was provided except patient ID which the customer reported is confidential.

Manufacturer narrative:
Correct contact address (B)(4). The visual inspection of this cable did not reveal any signs of damage or contamination to this unit. This (B)(4) board cable was tested and no failures were identified.